Manufacturer narrative:
This supplemental report was created to correct the following: b. Adverse event or product problem 1. Type of report 2 outcome attribute to adverse event 5. Describe event or problem h. Device manufacturers only 1. Type of reportable event 6. Adverse event problem in health effect - clinical code, health effect - impact code

Event description:
It was reported that this pacemaker battery was depleting faster than expected and had triggered the explant notification a few months earlier. Device could not be interrogated. Boston scientific technical services (ts) consider that patient is not protected. Device was explanted. No additional adverse patient effects were reported.*

Event description:
It was reported that this pacemaker battery was depleting faster than expected and had triggered the explant notification a few months earlier. Device could not be interrogated. No adverse patient effects were reported.